Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display unit was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a local anesthetic procedure, the display had a system reset error. The patient was reportedly not connected to the machine at the time.